Event description:
Boston scientific received information that this patient's daughter called patient services (ps) stating that her mother was recently seen in clinic and had a heart rate of 24 bpm. The patient's daughter was unsure if this was due to a prescription medication, or if it was due to the device not keeping her mothers heart rate from going so low. There were no programming changes done to the device, and the device remains implanted. To date, there has been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
New information became available that this device was explanted for normal battery depletion (nbd) and returned.